Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set detached from the quick release while she was lying down in bed. The site location was patient's thigh and the pump was located on the same side as the site. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.